Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was subjected to extensive testing inlcuding bench handling, stress testing, and power cycling without duplicating the report. The device was recertified and returned to the customer with no fault found. The battery used was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.